Event description:
It was reported that the pt was seen for f/u on (B)(6) 2011. Testing carried out on that day showed 9 electrodes in status hi. The pt's hearing performance is not affected. No accident was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.